Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml fentanyl at a dose of 761.7 mcg/day and 5 mg/ml bupivacaine at a dose of 1.9 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the drug concentration was changed from 2,000 to 3 ,000 mcg/ml on (B)(6) 2018 but this information was not entered and no bridge bolus was programmed. The hcp stated that he would get the patient to return in the morning to correct the programming. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the hcp need assistance in correcting the bridge programming. The daily dose was actually 1,000 mcg/day and was increased on the (B)(6). The hcp confirmed the patient was doing fine and had no issues. The hcp updated the pump and this resolved the reason for the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the serial number of the clinician pr ogrammer used to program the patient's pump was unknown, the programmer was at a different facility. The cause of the concentration change not being entered was determined to be that it was just over looked, human error.